Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for left total hip revision to address pain/stiffness and aseptic loosening of the acetabular cup at bone to implant interface. Date of implantation: (B)(6) 2015, date of revision: (B)(6) 2020, (left hip). Treatment: cup, head, and liner revised.